Event description:
The reporter indicated that a 12.1mm vicmo12.1 implantable collamer lens of -8.5 diopter was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2022, the lens was exchanged for a longer length, toric lens due to low vault. The problem was resolved. Cause is reported as other.

Manufacturer narrative:
Pt info: unk. This product is not marketed in the us. (B)(4).